Event description:
Patient's legal counsel reported that the patient underwent total hip arthroplasty on (B)(6), 2008 and was subsequently revised due to pain and lack of mobility. During revision procedure performed on (B)(6), 2009, cup component was noted to be loose with evidence of metallosis and soft tissue damage. The acetabular cup, modular head and taper adapter were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are currently unverified.

Event description:
Patient's legal counsel reported that the patient underwent left total hip arthroplasty on (B)(6) 2008 and was subsequently revised due to pain and lack of mobility. During revision procedure performed on (B)(6) 2009, cup component was noted to be loose with evidence of metallosis and soft tissue damage. The acetabular cup, modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received noted that the patient underwent a right total hip arthroplasty on (B)(6) 2003. Additional information on the (B)(6) 2009 left hip revision operative report noted the presence of fluid, inflammation, thick capsule, loose acetabular cup, and metallosis. The acetabular cup, modular head and taper adapter were removed and replaced. No revision has been reported for the right hip.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Listed under possible adverse effects, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." And intraoperative or postoperative bone fracture and/or postoperative pain." The user facility was notified of the event on (B)(6), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00058 thru 00060).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2012-00058/ -00059/ - 00060 & 2014-05407).